Event description:
It was reported that the t: slim x2 pump battery would not charge. The caller confirmed the pump issue began around the week of (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by using a different charging cable and wall adapter, after which the pump started charging.